Event description:
Caller states, the patient tested 4.4 inr on the coaguchek system and 3.0 inr on comparison lab. No adverse event reported. Coumadin was held due to result of 4.4 inr. Requested return of suspect system; however, no strips are available for return. Comparison performed in a medical facility.